Event description:
It was reported that prior to starting a da vinci cholecystectomy procedure, the site experienced multiple occurrences of system error code 23022. The site contacted intuitive surgical, inc. (Isi) for technical support assistance. Review of the site's system logs by the technical support engineer (tse) confirmed the that system error code 23022 occurred and was associated with patient side manipulator (psm) arm 3. The site was instructed by the tse to backdrive axis 1 and axis 2 on the affected psm and perform an emergency power off (epo) of the system. The site was able to resolve the issue. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On september 2, 2014 an isi field service engineer (fse) performed a field investigation. The fse was unable to replicate the system error code 23022 experienced by the site. The fse tested the system and verified that it was ready for use.

Manufacturer narrative:
The psm was returned to isi for failure analysis investigation. The psm passed slow sweep testing; however, during a weighted brake drop test of the psm, system error code 23022 was generated and found to be associated with the psm's axis 2 brake. Axis 2 was replaced to repair the psm. Axis 1 was replaced as a precaution. This complaint is being reported due to the psm arm failing the weighted brake drop test during failure analysis. Although this was found in the da vinci si system logs and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event. As of (B)(6) 2014, there have been no reported recurrences of this failure mode at this hospital.